Manufacturer narrative:
Result: complaint was confirmed for invalid impedance. Optical inspection showed broken wires on the lead body. The broken wires caused ipg to auto-reduce. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall. Following a fall the scs system was autoreducing and diagnostics determined invalid impedances. X-rays revealed a kink in one of the lead at the anchor site. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the scs leads were explanted and replaced which resolved the issue. Reportedly the patient has effective therapy postoperatively.